Event description:
Event description boston scientific received information that noise was suspected on the ventricular channel of this device. Technical services (ts) reviewed electrograms, which revealed that the patient's rhythm appeared to deteriorate post anti-tachycardia pacing therapy to ventricular fibrillation.